Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation summary: upon reception the subject home monitor was tested, and the reported behaviour was confirmed since the pit button was lightning red. In-depth analysis determined that the reported problem was caused by a modem error, which prevented it from connecting to the network. The event is suspected to be caused by a hardware failure, which could be related to a defective modem, a connection issue with the modem, or a failure of the antenna. It could also be related to the sim card of the home monitor, which was properly activated, but without any recent activity. The exact root cause could not be clearly determined. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the home monitor is directly lightening red.

Event description:
Reportedly, the home monitor is directly lightening red.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. H3 other text : additional investigation are required.